Event description:
The customer contact reported an adverse event while the device was in use. It was reported that the pt was status post operative for an unspecified open heart procedure and was being treated in the critical care unit. It was reported that the pt had been taking an unspecified angiotensin converting enzyme (ace) inhibitor prior to the surgical procedure. The customer contact could not specify when the pt had stopped the use of the ace inhibitor prior to the surgical procedure. The tubing set was being used to deliver 250-300ml of blood bank blood via gravity. It was reported that the blood was to be delivered in less than five minutes using the hand pump of the tubing set. After an unspecified length of time during delivery of the blood, it was reported that the pt's blood pressure decreased to an unspecified value. At this time, the customer contact reported that the nurse decreased the delivery rate of the blood with the hand pump. The tubing set remained in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.